Event description:
It is alleged that a (B)(6) old male pt received coolsculpting treatment with the 8.0 applicator to lower abdomen on (B)(6) 2011, one treatment with 6.3 applicator to each flank on (B)(6) 2011, and one more treatment with 6.3 applicator to each flank in area adjacent to the previously treated area on (B)(6) 2011. All the procedures were conducted successfully with no malfunctions which were confirmed by review of system logs. On (B)(6) 2012, the office contacted zeltiq to report that the pt claimed that the fatty tissue in the treatment area had increased. They informed us that an ultrasound was performed on the pt on (B)(6) 2012 which indicated inflammation or panniculitis. Following which he had a biopsy which confirmed presence of inflammation.

Manufacturer narrative:
On (B)(4) 2012 zeltiq was informed by the office that the pt was seen on (B)(6) 2012. There has not been any change (no improvement or worsening) and the pt is scheduled for liposuction on (B)(6) 2012. On (B)(6) 2012, zeltiq was notified that the pt has undergone liposuction on (B)(6) 2012 on both the flank and abdomen. This case has also been reported for ez app. 8.0 in MDR 3007215625-2012-00005. A f/u report will be made to the agency if and when new info is received about this case.